Event description:
Customer reported low blood glucose symptoms with result of 120 mg/dl obtained on the aviva system. Customer ate a donut and called emergency medical technicians (emts). 30 minutes later customer tested hi (greater then 600 mg/dl) on emt meter and within 10 minutes tested 162 mg/dl on the aviva system. No medical treatment provided. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.